Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudicated that the mi was not an event and that the mi preceded the pci. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des were implanted, one in the cx and one in the 1st obtuse marginal. The next day the patient suffered pci related mi. No action was taken. Investigator assessed the event as not related to the index device or antiplatelet medication.